Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
The patient underwent initial placement of the rns system on (B)(6) 2019. On (B)(6) 2020, the patient presented with a yellow discharge at the incision site and was treated with antibiotics. However the drainage returned two months later and on (B)(6) 2020, the patient underwent explant of the rns neurostimulator and leads, and was administered antibiotics via PICC line. Neuropace was not informed of the infection until the time of the re-implant. The event was diagnosed as a superficial incisional infection. The patient was re-implanted with the rns system on (B)(6) 2021.